Manufacturer narrative:
Conclusion code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event.

Manufacturer narrative:
The entire catheter (74 cm) was received in 3 segments. Under microscope inspection coring/tear can be seen in the bottom of the cup of the sc connector of segment 1. Pressure testing in the lab showed the sc connector to be leaking at a pressure of about 1 psi. (B)(4).

Event description:
It was reported a critical alarm was occurring due to zero milliliter (ml) reservoir reached and was confirmed by telemetry. It was noted the healthcare provider (hcp) accessed the pump and pulled back 1.25ml. The patient had no symptoms. The refill date was (B)(6) 2014 and the patient would not have made it to then. It was also reported "this pump is overinfusing". It was further reported the hcp at all the refills she had what was expected or 1cc more. This patient had been most recently on 2000mcg/ml for a long time and then three weeks ago she came to the emergency room (ER) and they changed her out to 500mcg/ml. It was noted over the past 1-2 years, this patient has had symptoms of overdose approximately every two months and generally they would just "ride it out" because they did not think it was the pump and the symptoms would subside. The patient had an electroencephalogram (eegs) done and there were no seizures. The hcp could not find anything wrong with the pump or the catheter and an indium study was done. It was noted the overdose instances had no correlation to refills and during these overdose events the patient would have a low heart rate, be obtunded, and flaccid followed by improvement and vomiting. The pump was being used to deliver gablofen. No outcome was reported regarding this event. It was later reported the health care provider (hcp) felt the pump was overinfusing. The patient was having spurts of overdose symptoms, but conflicting information reported the reservoir volumes were always more than expected and not less. It was noted that none of the troubleshooting that was performed indicates a pump issue. The event does not correlate to refill dates. No patient info was provided. On (B)(6)2014, the patient fell asleep at 8 pm and did not wake until 5 pm the following day. The patient was admitted to the hospital experiencing increased somnolence, drowsiness, nausea, bilious vomiting/repeated emesis, agitation, discomfort, and hematemesis (one episode). The patient was irritable. The hematemesis was secondary to retching. There was concern that the patient's increased somnolence, decreased level of consciousness, and intermittent mental status change were related to the adverse effects of medications. The patient had had her baclofen dose increased 3 weeks prior, and the patient had antibiotics for aspiration pneumonia. An eeg had been performed to check for seizures but was negative. An indium study had been performed on (B)(6) 2014 but was negative. There was very slow flow of tracer to spinal canal. Again on (B)(6) 2014, the patient had difficulty waking up in the morning and had slept for 12-15 hours. Once awake, the patient was not feeling well, felt like throwing up, and had a headache. The patient was drowsy and somnolent, and her blood pressure was 80s/40s.the patient had repeated emesis and bilious vomiting. It was noted that the patient had not had a bowel movement in days. The patient was admitted to the hospital, but was not arousable. The patient became more alert upon hospitalization. It was thought that the patient was dehydrated from increased exertion in context of less than normal water intake. In (B)(6) 2014, the patient had an episode after a wheelchair transfer that caused hip pain. There was a large click with the abduction/adduction of the patient's left leg. It felt like a slipping tendon. The patient had improved but was not at baseline. During refills the patient never had less drug than was expected; however it was noted that usually the pump was overfilled up to a cc. The pump was refilled the first week of (B)(6) 2014. The expected residual volume was 16.9 cc and the actual residual volume was 17.6 cc. On (B)(6)2014, the patient was unable to be awakened. The patient presented to the emergency room with low blood pressure, heart rate, temperature, and respiratory rate, and the patient was very lethargic with mild bradycardia. The patient was hypotonic throughout and had generalized weakness. The patient was obtunded and in acute distress, had nausea, and had genitourinary retention. The patient's change in mental status included fainting and loss of consciousness. Briefly, the patient responded to deep pain. The health care provider spent three hours making a total of 4 adjustments to the pump. The patient was on low flow for about 1.5 hours. The patient then became nauseated, so she was given a bolus of 30 mcg to prevent withdrawal. The overall dose was decreased from 690 mcg/day to 550 mcg/day. The concentration was changed from 2000 mcg/ml to 500 mcg/ml. The patient was cathed as she had not wet a diaper since the previous night. At the time of discharge, the patient was at her baseline. On (B)(6) 2014, the patient had the same problem first thing in the morning and felt bad for most of the day. The patient's caretaker had to really work to get the patient awake. The patient was hypotonic. Two days later, the patient was able to get up with much less "man handling." There was no seizure activity, and the patient's tone appeared to be baseline. The patient did have an increase in malaise. The patient didn't take some of her oral medications in the morning due to ill feeding. It was noted that the pump may be overinfusion despite the refill volumes looking ok. Four days later, the patient was feeling better and her coloring improved. The patient's low reservoir alarm date was on (B)(6) 2014, but due to a scheduling issue, the patient did not present for a refill until after the critical alarm was sounding due to an empty reservoir on (B)(6) 2014. 1.25 cc were aspirated from the pump and the patient was asymptomatic. In the middle of (B)(6) 2014, the patient was hospitalized overnight for dehydration and emesis/gagging. The patient was complaining of leg pain and vision changes. A big workup was performed, but no issues were found. The concentration in the pump was increased from 500 mcg/ml to 1000 mcg/ml. The patient recovered without permanent impairment. The patient had either lioresal or gablofen in the pump during the course of the event. It was noted that the patient's issues preceded gablofen use. A company representative later reported that as per a physician, the patient had suffered multiple overdoses. The physician had witnessed th e patient s overdose. The type of baclofen administered via the pump was lioresal. As per the pump's log, baclofen with concentration 1000 mcg/ml was administered at a dose rate of 659.1 mcg/day as of (B)(6) 2015. The device system was completely removed and a new system was implanted. The pump and catheter were replaced on (B)(6) 2015. The explanted devices were to be returned to the manuf acturer. It was unknown if the issue resolved at the time of the report. The patient was without injury regarding their status as of the date of the report. As per the newly implanted pump's log, baclofen with concentration 500 mcg/ml was administered at a dose rate of 199.93 mcg/day as of (B)(6) 2015.